Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx als monitor's self check failed. There was no patient involvement.

Manufacturer narrative:
Results of functional testing indicate no fault was found. The philips field service engineer re-checked the device's operation and found the device passed the self test. The device was operational and remains at the customer site.